Event description:
Initial report of serious damage to the cornea. Further investigation revealed the facility was referring to metallic particles. The flap was re-lifted and cleaned. Two lines of vision were lost.